Manufacturer narrative:
On january 10, 2025, mentor received additional information indicating that the patient has been diagnosed, via MRI, with left breast implant rupture and has been scheduled for breast implant removal surgery on (B)(6) 2025. Follow-ups are in progress for clarification if the patient's initially reported date of explantation, (B)(6) 2021, was updated or if the rupture is on another device. A supplemental report will be submitted when clarification is made available.

Manufacturer narrative:
On february 10, 2025, mentor became aware that the patient actually underwent breast implant removal and replacement surgery back in (B)(6) 2021. The replacement device was a 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9559162 sn: (B)(6). The reported breast implant rupture will be reported under this replacement implant.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 550cc mentor memorygel breast implant and experienced postoperative left-sided grade iii/IV capsular contracture. The diagnosis was confirmed via physical examination. As a result, the patient underwent explanation on (B)(6) 2021. The event date was estimated as (B)(6) 2020 based on available information.